Event description:
The customer reported that the 2800 system table would not move in the lateral direction and the arm would not move side to side during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the table axis was lubricated during the service call. The system was tested and found to be working as intended and put back into service.